Event description:
During an elevate procedure, the physician made a very small perforation into the rectum. The physician sutured the perforation, then implanted the mesh. Perforation was distal to the mesh.